Event description:
It was reported that the right-ventricular (rv) lead exhibited over-sensing of noise resulting in non-sustained right ventricular oversensing episodes. As a resolution programming changes were made. The patient condition was stable.